Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported stylet guide wire wrapped in glue. No other information was provided. It was reported this occurred with three devices. This report addresses all three devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged stylet is confirmed; however, the root cause could not be determined. One photograph of a stylet was returned for evaluation. An initial visual observation of the returned photograph showed a white substance appeared to be peeling off of the stylet. The substance may be the hydrophilic coating delaminating from the stylet. No other details of the substance could be discerned in the returned photograph. The cause of the damage could not be determined from the returned photograph. However, potential factors which may have contributed include exposure to incompatible chemicals, unidentified environmental factors affecting the properties of the coating, withdrawal of the stylet through a dry t-lock prior to flushing the system, and withdrawal of the stylet across the edge of the t-lock body. This complaint will be recorded for future trending and monitoring purposes.

Event description:
Additional information provided: there was no patient injury.